Event description:
Gantry moved from zero degree position (straight down) to limit switch position (180 degrees) without use of pendant and without deadman switch engaged. Problem traced to dual shorts in both the "enable" button on the long side and the spring loaded motion (speed) switch below the "enable" button which is also on the console. Both were replaced and the problem has not recurred.